Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited crosstalk on its right ventricular (rv) channel, with atrial signals been oversensed. This resulted in two bursts of anti-tachycardia pacing (atp) been delivered as inappropriate therapy. Technical services (ts) was consulted and discussed stored data as well as available programming options. This device remains in service. No adverse patient effects were reported.